Event description:
Caller states that the inform meter had an area around the connector pins that looked burnt. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.